Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, mid superficial femoral artery (sfa). Dilatation was performed with the 7x150 armada 35; however, the balloon ruptured at 11 bars. The balloon was retracted out of the anatomy, through the sheath, without issue. A second 7x100 armada 35 was advanced and inflated to 11 bars; however, this balloon also ruptured. Resistance was felt during the attempt to retract this balloon catheter through the sheath resulting in the shaft with the balloon on it separating in the anatomy. A surgical cutdown procure was performed to remove the distal shaft from the anatomy. Due to these extra complications the entire sfa needed to be stented instead of a smaller part of the sfa. The procedure time was much longer due to the balloon that separated completely from the catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional armada 35 referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture, bunching, and separation were able to be confirmed. The difficulty removing was not tested due to the condition of the returned unit. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.